Event description:
It was reported that during a da vinci prostatectomy procedure, it was confirmed that the wire was broken on a maryland bipolar forceps instrument. Using backup instrument, the planned procedure was completed without problems. There was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found pitch up cable frayed at the distal clevis hub. The frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable could likely cause or contribute to an adverse event, if the malfunction were to recur.